Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had black screen and only had visible image at the top of the screen. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, black screen was noted due to a faulty cable was found causing damage to the charged coupled device, and wobble coupler mount was detected. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable and damaged charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.